Event description:
It was reported that while setting the ventilator up to be used on the patient, the ventilator turbine would not blow air with a clicking noise. The field service tech was able to duplicate the reported problem. He stated that when he tapped the side of the ventilator, the turbine would start up. The ventilator was not on a patient when the reported problem occurred. No patient harm reported.

Manufacturer narrative:
Na